Event description:
On (B)(6) 2016, the reporter (johnson & johnson sales rep) contacted lifescan (lfs) (B)(4) on behalf of an unknown patient, alleging that her onetouch verio 2 meter read inaccurately high in comparison to feelings/normal results. The complaint was classified based on customer care advocate (cca) documentation and additional information obtained when medical surveillance requested follow up. The reporter detailed that the alleged issue began on "the first days of (B)(6) 2016". The reporter claimed that the patient obtained alleged readings on the subject meter of "400mg/dl" compared to their usual results of "around 100mg/dl". Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The reporter was unable to say how the patient manages her diabetes and claimed that "just after" obtaining these results the patient increased her dose of insulin. The reporter was unable to provide type and dose of the medication. The reporter claimed that the patient developed the symptoms of "weakness, tremors and a feeling of fainting" the reporter was unable to provide any details about treatment and no other device was used to obtain a blood glucose result. The reporter stated that the patient preformed a control solution test in a healthcare professional lab on the test strips which fell out with the range. During troubleshooting the cca noted that the meter was set to the correct unit of measure, the test strips were stored correctly and within their expiry date. The patient did not have control solution to carry out a test. This complaint is being reported because the reporter claims that the patient obtained inaccurate readings on the subject meter, altered her medications based on the alleged results, and reportedly experienced symptoms suggestive for an acute complication of diabetes.